Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of the transmission revealed an alert for battery depletion. The pacemaker experienced premature battery depletion and the physician explanted and replaced the device. No patient symptoms were reported.